Manufacturer narrative:
(B)(4). The explanted products were expected to be returned for laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. High powered microscopic evaluation found no signs of any cracks in the device case. The device was able to be interrogated and a memory download was performed successfully. No system errors were noted in the device memory. Each sensing vector was manually tested, with no noise observed. Reference s-ecgs were successfully acquired in each vector. Impedance testing was performed and measurements were within normal range throughout testing. Additionally, manual shocks were delivered with the programmer and impedance values were normal at 48-50 ohms. A test lead model 3400 was inserted into the device header and secured properly with the setscrew. The device was then exposed to simulated heart load conditions on an automated tester. The device failed a test for the sense b input. Sense a, hva, and can passed the testing. Detailed analysis indicated there was a problem with the sense b spring contact. Pin gauge testing was performed and the spring contact was within the specifications for measurement and dimension. The failure of the automated testing indicated that the sense b spring may not be making proper contact with the ring electrode, but the reason for this could not be determined. This issue could contribute to noise/oversensing, as was observed in 2015; however, this component problem would not have caused the hi error that was observed clinically in 2017. Laboratory analysis was not able to confirm the field observations and detailed testing could not reproduce the high impedance issue. The associated electrode was not returned for laboratory analysis, so we could not rule out an electrode problem caused or contributed to the impedance issue.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the hospital after hearing beeping tones from the device. Interrogation revealed a hi error code, indicating an issue with the shock impedance measurements. The physician had x-rays taken, and a comparison of the x-rays from implant showed no obvious changes to system position. It was reported this device was implanted below both muscles and directly in contact with the patient's ribs. During trouble shooting, going into manual setup the impedance was always showing as out-of-range. Sensing always looked good, even with manipulation and testing. It was noted the sensing showed noise back in (B)(6) and now no noise was produced. Technical services reviewed device data and confirmed the weekly impedance had been stable until the measurement was 0 on (B)(6). The hi alert was observed (B)(6). The physician elected to turn off tachy therapy and planned to replace the device and electrode in two weeks. It was later confirmed the system was explanted and replaced on (B)(6). No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the explanted products were expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the hospital after hearing beeping tones from the device. Interrogation revealed a hi error code, indicating an issue with the shock impedance measurements. The physician had x-rays taken, and a comparison of the x-rays from implant showed no obvious changes to system position. It was reported this device was implanted below both muscles and directly in contact with the patient's ribs. During trouble shooting, going into manual setup the impedance was always showing as out-of-range. Sensing always looked good, even with manipulation and testing. It was noted the sensing showed noise back in november and now no noise was produced. Technical services reviewed device data and confirmed the weekly impedance had been stable until the measurement was 0 on (B)(6). The hi alert was observed (B)(6). The physician elected to turn off tachy therapy and planned to replace the device and electrode in two weeks. It was later confirmed the system was explanted and replaced on (B)(6). No additional adverse patient effects were reported.